Event description:
It was reported that the intraocular lens haptic broke through the posterior capsule causing a tear. Lens was removed and a second lens implanted without further complication.

Manufacturer narrative:
(B)(4). The intraocular lens was not yet received for analysis. Prior to release the lens met all manufacturing specifications. An update to this report will be submitted following receipt and analysis of the intraocular lens associated with this adverse event.